Event description:
Complainant alleged that while attempting to monitor the heart rhythm of an (B) (6), female pt, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report, when our investigation is completed.